Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the ventilator intermittently would not turn on, the screen was blank, and the alarm sounded. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the central processing unit (cpu) to address the reported issue and the unit passed all testing.

Manufacturer narrative:
G4: 19may2020 b4: (B)(6)2020. A cpu (central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.